Event description:
It was reported the patient was admitted to the hospital ¿before christmas¿ and an overdose was reported. It was noted the patient had been taken off all oral medication, but ¿still remained sedated.¿ the reporter noted they were on their way to see the patient and they were going to walk the patient¿s healthcare professional (hcp) through turning the pump to minimum rate mode to determine if that would help with the patient¿s symptoms. It was noted the pump contained morphine; however, it was also noted that it was not clear what was in the pump. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).